Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "subacute cardiac perforations associated with active fixation leads." Europace. 2009: 11; 206-212.

Event description:
A journal article was reviewed that contained information reporting a perforation. The patient had surgery to treat the perforation. Additional information was later received reporting the patient had symptomatic tamponade 14 days after implant, with blood anticoagulation therapy switched on. During surgery, there was no obvious place of bleeding. Tamponade evacuation was performed. The patient status was reported to be ok following the procedure. During the hospitalization, the patient had a chest x-ray, and cancer was found. The patient expired approximately three months later due to cancer.